Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: two xray images provided and reviewed. They are essentially the same image. There is a denali filter that has been deployed. The entire filter remains constrained despite the deployment. The filter appears fixed in place. It appears to be in the correct position with no tilt. Therefore, investigation is inconclusive for the reported activation failure including expansion failures and migration as no objective evidence was provided. A definitive root cause for the reported activation failure including expansion failures and migration could not be determined based upon the provided information. Labeling review: the returned sample analysis could not be performed as the physical device was not returned. G3, h6 (method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation in jugular vein using a denali filter for lower extremity venous occlusion. During the procedure, the filter legs allegedly did not expand. It was further reported that the filter migrated to pulmonary artery, subsequently displaced into ventricle and so the surgical extraction performed. The procedure was completed using another device. The current status of the patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4 as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation in jugular vein using a denali filter for lower extremity venous occlusion. During the procedure, the filter legs allegedly did not expand. It was further reported that the filter migrated to pulmonary artery, subsequently displaced into ventricle and so the surgical extraction performed. The procedure was completed using another device. The current status of the patient is unknown.